Event description:
Pt was a client of smiledirectclub and received orthodontic via invisible aligner technology. Pt never received f/u or prescription for ortho as a client of smile direct and at some point her case tracking went off and her aligners didn't fit. At the end of treatment her retainers did not fit causing pressure on several teeth that resulted in inflammation and pain, as well as opening of spaces on anterior teeth as the retainers sought to level out. When pt presented with emergency pain she was taking approx 1600 mg ibuprofen a day for pain and so she could eat. Advised pt to stop wearing retainers at night as her teeth were getting moved and causing pulpitis and perio inflammation. Pt also is not satisfied with the tooth movement she received. Pt is at risk of needing root canal therapy on her molar and splinting on anterior teeth that are mobile. Recommended pts do not receive ortho treatment from nonprescribers especially when no f/u or intervention or interaction with a dentist. FDA safety report ID# (B)(4).